Manufacturer narrative:
510k: this report is for eight (8) unknown set screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2018, all four (4) screwdriver shaft tips were found to be rounded and surgeon had trouble on the final tightening the unknown set screws. As a result, eight (8) of the unknown set screws were stripped. Surgeon managed to final tighten all the unknown set screws but eight (8) unknown set screws were wasted in the process due to the blunt screwdrivers shaft. There was a ten (10) minutes delay to the procedure. There was no adverse event to the patient reported. This report is for eight (8) unknown set screws. This is report 5 of 5 for complaint (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.